Manufacturer narrative:
(B)(4) = closure trigger. The analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60d cartridge present. The reload was received unfired. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the clamping mechanism was noted to be damaged. The device was disassembled to verify internal components; the closure trigger top was found broken. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a right upper lobectomy procedure, the surgeon used three gold cartridges of staples normally. When he used the fourth gold reload noted that the cartridge could not be fired at the first stroke. The surgeon opened the clip by manual. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.